Event description:
A customer contacted beckman coulter inc., (bec), and reported that coulter lh 500 hematology analyzer generated erroneously high basophils (ba) results with and without instrument generated flags on two patient samples. The customer questioned the results due to user-defined flags and messages for the ba parameter. Customer performed a manual smear and ba% results were lower. No incorrect results were reported outside of the lab and there was no change to patient treatment.

Manufacturer narrative:
The customer failed a cap (college of american pathologists) survey; however, qc run before and after the event recovered within range. Erroneous ba result only occurred on patient sample. A field service engineer (fse) replaced the needle cartridge, and the elyse and slyse pump, and ran diff latron calibration. The fse verified repair per established procedures and results meet published performance specifications. The problem with high ba was resolved. The root cause is attributed to an elyse and slyse pump malfunction which caused a chemical imbalance. The following MDR numbers are associated with this event: 1061932-2011-01740, 1061932-2011-01742, 1061932-2011-01743, 1061932-2011-01744.